Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of potential pump obstruction could not be conclusively determined through this evaluation as it was reported that the computed tomography (CT) scan was not completed and the device was not returned for evaluation. Additionally, a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2020. There were no notable alarms active in the log file. Of note, although estimated flow appeared to decrease at the end of the file, it remained above the low flow alarm threshold. Pump speed remained above the low speed limit throughout the file, and the system appeared to be operate as intended. It was reported that (B)(6) would not be returned for evaluation as an autopsy was declined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04apr2017. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late), cardiac arrhythmia, respiratory failure, hemolysis, and hepatic dysfunction as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow. The IFU further cautions the user that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that CT images were never completed. The patient became too unstable and ECMO was placed. The patient later passed away.

Manufacturer narrative:
Section h6 (health effect - clinical code): correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in to clinic with vt (ventricular tachycardia) shocks. The vad team thought this to be in right ventricular (rv) failure. Rv on echocardiogram looked good, however the pump was not shrinking the left ventricle upon increase in speed. Mixed venous oxygen saturation (svo2) was 35%. The vad team send the patient to the catheterization lab and for a 3d CT to check for obstruction in pump. The flow on pump are '---' to 3.0 lpm at a speed of 9400 rpm. A log file review was requested. During the analysis of the log file, it was noted there were power and flow fluctuations until the speed was increased. The power and flows and pi readings dropped at that point. The patient was put on ECMO (extracorporeal membrane oxygenation) and the patient passed away on (B)(6) 2020. Ldh (lactate dehydrogenase) was 500-600¿s u/l which was double his baseline. The patient's wife declined an autopsy and the pump will not be returned for evaluation. It was reported that the arrhythmia resulted in clinical compromise. The patient went into ventricular tachycardia (vt)/ventricular fibrillation (vf) and flows dropped with the arrhythmia. The arrhythmia was reportedly sustained. The vad team was unsure if arrhythmia existed prior to vad but they stated it was very likely the patient had arrhythmia prior to vad. An ICD was implanted prior to vad. The vad team is unsure if a device related issue caused or contributed to right heart failure. On the opinion of the vad coordinator, based on the log file review it seems like the device had an issue starting in (B)(6) with flows fluctuating frequently between 3-7 lpm. A non-device related cause for hemolysis was not identified. It was reported that the patient was admitted on (B)(6) 2020 after receiving multiple shocks from ICD for vt/vf. Inr (international normalised ratio) was supratherapeutic (greater than 6 during this admission). During the past few months the patient's inr was between 2-3. Patient had a drop in flows and increased pressor requirement on (B)(6) 2020. Echo was done at bedside and speed was increased to see the effect on the size of the left ventricle (lv). Lv was not getting smaller and the flow continued to drop. Patient was intubated, pressors were maxed out, patient was taken to catherization lab for venoarterial extracorporeal membrane oxygenation (va-ECMO). Autopsy was declined, but patient was in cardiogenic shock due to lack of support from lvad. Prior to catherization lab and after the drop in flows his ldh was in the 600s u/l (baseline 200s u/l). His inr was supratherapeutic from the shock causing liver failure. He had a large drop in hemoglobin after the va ECMO, attributed to a hematoma from ECMO cannulation. It is possible that the death could be device related but unknown for sure. The vad coordinator stated that the device did not operate as expected.